Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d4: UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The product was confirmed to be disposed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of discomfort, pain, and weight fluctuations was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition. Correction: block d5: operator of device. Block g2: report source.

Event description:
It was reported the patient underwent revision surgery due to pain at the implant site. The patient lost weight and complained of pain at their ins site. While the physician performed the pocket revision, the tined lead was fractured, damaged during the revision, and the physician replaced the lead.

Event description:
It was reported the patient underwent revision surgery due to pain at the implant site. The patient lost weight and complained of pain at their ins site. While the physician performed the pocket revision, the tined lead was fractured, and the physician replaced the lead.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.